Event description:
This lv lead has high impedances of greater than 3000 ohms and dislodgement is suspected. An xray was taken. The lead remains implanted at this time.

Manufacturer narrative:
On 6/28/2019 we were informed that this lead was explanted and replaced on (B)(6) 2019 due to dislodgement, impedances over 3000 ohms, diaphragmatic stimulation, and loss of capture. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.